Manufacturer narrative:
Concomitant products: product ID 4351, serial # unknown, product type lead; product ID 4351, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was removed due to staphylococcus infection. The patient was sent to infectious disease control. Prior medical status, treatment/interventions, clinical course, cause, and patient outcome were not given. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Correction: medwatch filed in error as event was previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 3004209178-2011-09630.